Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, that the patient was admitted to the hospital for aphasia and right sided weakness. The CT scan did not show any evidence of a stroke. The electroencephalogram (eeg) revealed the following: a moderate left fronto-centro-temporal regional slow activity. Mild generalized slow activity of background. No interictal epileptiform abnormalities were recorded. No clinical or electrographic seizures were recorded. The echocardiogram was reported as stable. It was reported that there were no complications from the lvad. The health professional stated that they are unsure what the potential causes were of the patient's stroke like symptoms. The patient's inr was subtherapeutic upon admission to the hospital, but the patient had been therapeutic for two weeks prior. On (B)(6) 2017, it was reported that the patient was talking more and was able to use the right arm a little bit. The patient was at a rehabilitation facility working with therapy daily. No additional information was received.

Manufacturer narrative:
The patient remained ongoing on pump support until they underwent comfort care and expired on (B)(6) 2017 (reported on medwatch MFR report # 2916596-2017-01678). The pump was not explanted. A correlation between the device and the reported stroke-like symptoms could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, a head CT without contrast showed no acute intracranial process and unchanged small probable evolved transcortical infarct at the left occipital lobe and mild to moderate chronic microangiop; cervical spine CT without IV contrast showed spondylosis without evidence of trauma; CT lumbar spine without contrast showed no acute normalizes. Extensive chronic postoperative and degenerative changes were noted. On (B)(6) 2017, the patient remained aphasic, and had continued right upper and lower extremity weakness. A head CT showed no acute findings but suspect left cerebral vascular accident. On (B)(6) 2017, the patient became nonverbal, and unable to use right arm/leg, but able to follow and understand questions and admitted frustrated due to nonverbal. On (B)(6) 2017, the patient still unable to move right upper/lower extremity, and was able to communicate via nodding. On (B)(6) 2017, the patient still experienced expressive aphasia and right upper and lower extremity weakness. On (B)(6) 2017, left upper extremity showed some strength, but patient was still aphasic. The patient was transferred to acute rehab on (B)(6) 2017. Anticoagulants at the time of event: aspirin and warfarin.